Manufacturer narrative:
The reported event of telemetry communication issues was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal level. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that a patient presented to clinic for follow up. The pacemaker (pm) was interrogated and then there was loss of telemetry. No changes or intervention was reported. There were no patient consequences.

Event description:
Additional information received notes that the pacemaker (pm) was explanted and replaced. The patient condition was stable.